Event description:
The pt received an scs system including a surgical lead on (B)(6) 2007. It was reported that her therapy coverage was inadequate as she is currently feeling stimulation in the wrong location. Efforts to rectify this matter via reprogramming have been unsuccessful. An x-ray was taken, but no visible anomalies were observed with respect to lead placement. However, some of the pt's lead contacts have invalid impedance readings. Additional reprogramming will be attempted before a decision is reached regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.